Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the ultrasonic flex.. The failed upstream sensor was replaced. Add'l info: cracks.

Event description:
It was reported that a spectrum pump displayed upstream occlusion alarms when there isn't one present but the error will clear if the tubing at the top of pump is pulled taught. It was also reported there was no patient involvement.